Event description:
The customer contacted stryker to report that their device did not recognize the pads were connected to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
A stryker technician evaluated the device and issue could not be verified nor duplicated. The electrodes could not evaluated as they were discarded by the customer. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. Root cause could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not recognize the pads were connected to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.